Event description:
Further follow-up indicates the patient underwent surgical intervention on 04may2021 wherein the ipg was relocated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01953. It was reported the patient experienced discomfort located at the ipg site. Surgical intervention may occur to address the issue. It is unknown which ipg is related to the issue. Therefore, all suspected ipgs are being reported.